Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a leak occurred at the bending section and led to fluid invasion on the subject device while the user was handling the device. The fluid invasion caused an abnormality of electronic components; as a result, the error message was temporarily displayed. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. The user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a b30 error. The issue was found during maintenance. The patient was not under anesthesia. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.